Event description:
A high impedance measurement occurred on (B)(6) 2011 during a systems diagnostic test. The patient was implanted on (B)(6) 2009 and the diagnostics showed that the lead impedance was ok until (B)(6) 2011. There were no further diagnostic tests after (B)(6) 2011 to determine whether high impedance continued or not.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.